Event description:
Caller reported experiencing multiple cartridge alarm 20 events over several days. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl during the incidents. To resolve the issue, technical support educated the caller on the proper load process and decided to replace the pump and send a box of cartridges. The caller acknowledged understanding the instructions provided for both the replacement pump and the return of the problematic pump.